Event description:
Nurse was attempting to remove foley. Was unable to deflate the foley catheter balloon. Nurse manager tried unsuccessfully. Urologist consulted, who used tlc guidewire into balloon port of foley to deflate balloon.